Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during the implant procedure, the pulse generator could not accept the lead into the atrial port. The device was no longer used and replaced.